Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The reported ¿alarm temperature¿ was identified in the event history log as a system error 2117. A visual inspection was performed. The device calibrated with no problems noted. Functional and electrical testing was performed and the device passed. A short simulated therapy was performed with no issues noted. The direct cause of the problem was the thermo printed circuit board (pcb). The thermo pcb was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified temperature alarm. The patient was not connected as the alarm occurred prior to use in peritoneal dialysis therapy. It was not reported if the technical service representative was able to troubleshoot the setup. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.